Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. During deployment of the flx ball, a device perforation of the laa occurred. An effusion was detected immediately after deployment. A pericardiocentesis was performed to drain the blood. The surgeon was then called and the patient was taken to the operating room where a sternotomy was performed. The device was explanted and the appendage was clipped. The patient is reported to be doing well.